Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer¿s high blood glucose was 18.3 mmol/l at the time of incident. The customer was treated with insulin pump and manual injection. Customer reported that they did not allege insulin pump was under delivering. The customer also reported that the insulin pump had insulin flow block alarm and insulin exited at the quick release. The insulin pump will not be returned for analysis.